Event description:
It is reported that the patient was revised due to multiple dislocations, liner and head were replaced. No dates were given for these dislocations.

Manufacturer narrative:
Evaluation summary: zimmer products were used in combination with a competitor femoral stem. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. With the information available, a definitive root cause cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.